Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. A total of three spiration valves were placed in the right upper lobe; two 7mm (svs-v7-00) valves were placed one each at rb1 and rb2 and the third valve (svs-v9-00) was placed at rb3. Two days later ((B)(6) 2024), the patient developed a pneumothorax requiring surgical intervention and a chest tube was placed. On (B)(6) 2024 the physician removed one 7mm valve from rb2. On (B)(6) 2024 the physician removed a second 7mm valve from rb1. The patient remained in hospital and the pneumothorax resolved on (B)(6) 2024. One valve remains in the patient. The physician indicated that the pneumothorax was related to the valves and to the placement procedure.

Manufacturer narrative:
A total of two valves were removed from the patient (two svs-v7-00) for a total of two related event reports filed separately for the same patient procedure. This is report two of two associated with this event. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to a pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362.doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema--potential mechanisms, treatment algorithm, and case examples. Respiration. 2014;87(6):513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.